Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer woke up with 500 mg/dl blood glucose level. Customer blood glucose level was 110 mg/dl before he woke up. Customer declined to troubleshoot for high blood glucose level. The customer mentioned motor errors. The customer did not troubleshoot for the motor errors. Customer was having frequent low blood glucose level. The product will not be returning for analysis.